Manufacturer narrative:
Investigation summary: there are no samples and two photograph along with the reported complaint of leakage and plunger movement issue. The DHR of material no. 300852 with batch no. 1243402 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date the investigating team has used the retention samples of mat. No. 300852 and lot no. 1243402 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage and plunger movement issue and no leakage and plunger movement issue was found in the ten retention samples. Based on the photograph defect could not confirmed. Since leakage and plunger movement both being a functional failure, the original sample will be needed to confirm the defect and to investigate further on the root cause of the complaint. The investigation team needs the original sample for investigation. The probable root cause could not be determined due to lack of original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 3bd plastipak¿ concentric luer lock syringe leaked. The following information was provided by the initial reporter: customer facing problem on discardit syringe 5ml (23g*1"). While in use, they found leakage in syringe tip.